Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring telemetry patients, they lost network connectivity and lost the monitored patients. There was no reported adverse event associated with the network outage. Spacelabs healthcare technical support performed troubleshooting with the customer and confirmed that there was a network connectivity issue. Tech support advised the caller to reach out to their internal networking team to resolve the connectivity issue. In a follow up call, the customer confirmed that the issue was resolved; however, details regarding the identified cause of the failure and solution were not provided.